Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 31ga 6mm halfunit 10 bag experienced foreign matter contamination.

Manufacturer narrative:
Customer returned (1) loose 3/10cc, 6mm syringe. Customer states that fm is on the plunger. Ftir analysis was completed on the dark material observed on the surface of the plunger. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. However, the analysis did not yield any results, which indicates that this material is metallic in nature. This material was then prepared for sem/edx analysis which shows that this material is primarily composed of magnesium, titanium, and calcium. The observed carbon, oxygen, and silicon peaks are most likely from the silicone present on the plunger rod. A review of the device history record was completed for batch # 5341615 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted for this complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per manufacturing, "probable root cause for the fm inside the barrel is ink splatter on the rim of the barrel mixed with the silicone. The action of the plunger rod and stopper mixed the ink and allowed it to collect on the plunger rod and inside the barrel. The ink splatter came from an over swelling of the pads on the printer. Proper maintenance and pad change outs can prevent the ink from splattering during application. CAPA 162566, opened on 25oct2017, revised work instructions, training, and preventative maintenance to address printer defects."

Event description:
It was reported that the syringe 0.3ml 31ga 6mm halfunit 10bag experienced foreign matter contamination.